Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device failed to cross the lesion. The 75% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. The lesion was pre-dilated with a 2.0x15mm maverick balloon catheter. This 2.50x24mm promus element stent delivery system was then advanced to the lesion, however the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the stent was not returned on the device.

Manufacturer narrative:
(B)(4). Examination of the returned complaint device revealed that there was no stent attached to the device. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage was noticed along the shaft if the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).